Event description:
It was reported the patient received the following results within 10 minutes on (B)(6) 2019: 58 mg/dl, 104 mg/dl and 217mg/dl. It was reported the patient received the following results within 10 minutes on (B)(6) 2019: 42 mg/dl and 212 mg/dl.